Manufacturer narrative:
(B)(4). One acutal device was received for evaluation. A visual inspection was done which observed a leak at the spike port between the spike port tubing and spike port connector. The reported condition was verified. The cause was not determined; however the most likely cause was due to inadequate or lack of adhesive being applied to the cap when it was inserted to the spike port tubing during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. This issue was identified during setup and preparation prior to patient use for parenteral nutrition. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information:. The information in this MDR, MFR report # 1416980-2020-03795 is duplicate information. The information in this report is covered in MFR report # 1416980-2019-02140. Should additional relevant information become available, a supplemental report will be submitted.